Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. The distal conductor had blood/body fluid (not obstructed). (B)(4) no anomalies found. Full lead returned and analyzed. All conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the leads were not used due to patient anatomy. No patient complications have been reported as a result of this event.